Event description:
It was reported that an ilet pump displayed a charge battery now message and shut down while on the charger; the charging pad indicator showed green, two different phones did not sustain charging on the same pad, and the pump later powered on while the user planned to monitor charging; the event involved a charging problem associated with the battery charger. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.